Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm the reported issue. The stm reported extensive chassis and frame damage, most likely sustained form iabp being dropped. The stm observed that the cover console, line cord, type b plug, receptacle ac plug, panel, ac access, bracket mount, doppler storage and chassis cart needs to be replaced. The stm deemed the iabp not repairable and not safe for patient use.

Event description:
It was reported that cart/console damage occurred on a cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.